Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/21/2024, it was reported by a sales representative via (B)(4) that an ar-8330h shaver hp's silver button - that releases the shaver attachment from the handpiece - is loose. Therefore, allowing the attachment to come off the handpiece without depressing the button. This was discovered during a case but did not cause any adverse effects - another handpiece was opened to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The most likely cause for the reported event is a defective locking pin. This was attributed to wear and tear.